Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during routine device evaluation in clinic, the device measured a high out of range hv lead impedance. In clinic measurements were normal. Tech services suggested dft testing. Recommended reprogramming the egms to customer configuration. Egms indicated noise was present and looked like myopotentials. The device remains implanted.